Manufacturer narrative:
This device was not returned to the manufacturer. The implant was returned to manufacturer october 28, 2015.

Event description:
The dentist reported the fractured screw inside the implant, and implant hex damaged. The implant was removed.

Manufacturer narrative:
The screw associated with the complaint was not returned. However, the implant was returned. Visual inspection of the implant revealed there was excessive damage and remnant bone along the threads of the implant, likely from attempts to remove the implant. The external hex and internal of the implant have been damaged. Although remnants of the fractured screw was not evident stuck inside the implant, damage to the internal threads of the implant is consistent with the reported event. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.